Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, the t2 of a fast-fix 360 dislodged. It is unknown if there was a back-up available, or if there was any surgical delay. No further complications were reported.

Event description:
It was reported that, during surgery, the t2 of a fast-fix 360 dislodged. It is unknown if there was a back-up available, but there was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Corrected data: b5 and h6.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were returned off the needle and attached to the suture. The suture tail is tucked under the depth gauge straw. The knot is not tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.